Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 495 mg/dl. The customer was treated with shots. Customer felt okay to troubleshoot for high readings. Customer stated that insulin pump had insulin flow block alarm and they change complete set three times but issue reoccurred. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. There were no leaks or air bubbles. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was under delivering. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.